Manufacturer narrative:
(B)(4). The customer reported a shock equipment malfunction. There was no reported pt involvement. Philips evaluated the problem and confirmed the fault. The processor pca was replaced to resolve the problem. The device passed all tests and was put back into service.

Event description:
The customer reported a shock equipment malfunction. There was no reported pt involvement. Philips evaluated the problem and confirmed the fault. The processor pca was replaced to resolve the problem. The device passed all tests and was put back into service.